Manufacturer narrative:
(B)(4) this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. On the day of onset, the patient was hospitalized for the peritonitis. Beginning on the day of onset, the patient was treated with reflin for four days (route, dosage, and frequency not reported) and fortum for four days (route, dosage, and frequency not reported) for the peritonitis. Beginning four days after onset, the patient was treated with meropenem (2 grams, route, frequency, and duration not reported) for the peritonitis. Dianeal therapy was ongoing. The patient was recovering from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.